Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 494 mg/dl. He treated via insulin pump therapy. The high blood glucose was caused by the infusion set falling off since the tape was not sticking properly. Troubleshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.